Event description:
It was reported that the patient with this neurostimulator was experiencing a staph infection, and the physician was going to remove the device. It was noted there was pus at the incision site. The physician prescribed antibiotics and the device was removed. There were no additional patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing a staph infection, and the physician was going to remove the device. It was noted there was pus at the incision site. The physician prescribed antibiotics and the device was removed. There were no additional patient complications reported.